Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with ceftazidime (loading dose of 500g and 250g, route, duration and frequency not reported) and vancomycin (loading dose of 1000mg and 60mg, route, duration and frequency not reported) for peritonitis. At the time of this report, patient was recovering from the event. Pd therapy was ongoing. No additional information was available.

Manufacturer narrative:
Additional information : the peritonitis event was manifested by cloudy effluent. It was reported that the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.